Event description:
It was reported that a large volume folfusor underinfused during infusion. The expected therapy time and infusion time was unspecified. The pump was filled with 8g flucloxacillin and 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between january 31, 2024 and february 1, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.